Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The ventilator was reported to have been alarming at the time of the event. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly associated with a patient death. The manufacturer received information from the reporter of the event that the patient was in hospice care and was not using the device on the day the adverse event occurred, (B)(6) 2016. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event log was reviewed and confirmed the device was not in use on the reported day of the event, (B)(6) 2016.